Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button is intermittently unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.